Event description:
Note: this report pertains to the second of two reported malfunctions which occurred during the same procedure. Refer to manufacturer report #3005099803-2008-04588 for details regarding the first device. It was reported to boston scientific corp in 2008, that a resolution clip hemostasis device was used during a colonoscopy procedure. According to the complainant, during the attempt to deploy the resolution clip, "the clip fell off inside the patient." It was further reported that "the clip was left to pass on its own." The procedure was completed using another resolution clip device. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be "fine."

Manufacturer narrative:
According to the complainant, the suspect device has been disposed and is not available for return. A device evaluation cannot be performed; the cause of the reported malfunction is undetermined. The 2008 15-month hemostatic clipping device product family complaint trend report, inclusive of all failure modes, was reviewed; no unfavorable trend was noted.